Event description:
Customer reported a washer module lockup with ortho summit processor and that the last 3 rows of an ortho hcv 3.0 plate were not washed. The instrument did not invalidate the wells. Test results for these wells would have been reactive, since the conjugate was not removed from the wells. An fse was dispatched and the washer manifold and boards were replaced. Diagnostic checks were performed to verify that the instrument was operating properly after repair. No death or serious injury was associated with this incident.